Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal right coronary artery (rca). A 3.5x18mm xience sierra stent was deployed in the target lesion. A 4.50x12mm nc trek rx balloon dilatation catheter (bdc) was then advanced without resistance and crossed the target lesion to perform post-dilatation; however, the balloon ruptured during the first inflation at 10 atmospheres. The bdc was removed and another 4.5x12mm non-abbott bdc was used to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.